Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. System testing did not indicate any abnormal operation of the controller. Both ports performed proper mating and lock actions when the power sources were connected. Log file analysis revealed that the controller contained the software master record (smr) software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the log files revealed a few cases of power switching due to momentary battery disconnections between the controller and battery. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is investigating momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient's mother that the controller battery indicator would intermittently blink off with an associated beep but would come back on. The patient was brought to the clinic and the controller was exchanged. No patient complications have been reported as a result of this event.